Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on one (1) patient sample when initially run on the simplexa covid-19 direct assay, but negative when repeated twice on the same simplexa assay lot and also on a different competitor assay (roche 6800). This was the 2nd occurrence of false positive for this customer (1st occurrence in wo (B)(4)) but a different assay lot and patient sample. Run analysis of the simplexa results showed (1) sample ID (B)(6) was detected for only the orf1ab target with CT = 36.4. Detection of only one target with cts greater than 32 cts indicate the sample is likely near the limit of detection (lod) of the simplexa assay. It is known the roche cobas assay utilizes extracted samples while the simplexa assay does not. The customer's device and suspected false positive sample was not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# x12461n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on 10/10/21 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. It is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150 lot# x12445n for suspected false positives.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on one (1) patient sample when initially run on the simplexa covid-19 direct assay, but negative when repeated twice on the same simplexa assay lot and also on a different competitor assay (roche 6800). This was the 2nd occurrence of false positive for this customer (1st occurrence in wo (B)(4)) but a different assay lot and patient sample. Although the positive results were reported to a clinician, the customer confirmed the diagnosis and treatment was not impacted by the false result. No alleged harm occurred. Patient health information and sample collection method was not provided.